Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was noted to be pulled back via xray. There was no further information provided. As of this time, the lead remains in service. No adverse patient effects reported.